Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). Investigation summary: bd did not receive any samples or photos for investigation. Therefore, 30 retained samples were visually inspected for label defects, and none of the samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: missing label. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.